Event description:
It was reported that patient had an action neosphincter device removed and replaced due to recurring incontinence from tissue atrophy under the cuff. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
Additional device info: balloon - catalog #: 72402106 ; serial #: (B)(4); expiration date: 07/17/2017 ; MFR date: 07/2012. Pump - catalog #: 72402287 ; serial #: (B)(4); expiration date: 08/13/2013 ; MFR date: 08/2012. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.